Manufacturer narrative:
. Concomitant therapies: 10 mg of atorvastatin, irbesartan hydrochlorothiazide, sitagliptin phosphate, metformin hydrochloride sustained release tablets. (B)(4). Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of covid-19 infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. Approximately 11 months later, patient experienced non-device evet of covid-19 infection. Patient self-admitted to a hospital due to covid-19 infection. Patient was treated at the hospital but treatment was not provided. After treatment, patient had ideal blood pressure control, no throat pain, no obvious chest tightness, phlegm, palpitation and tiredness, occasional waist and leg pain, knee pain, limb numbness and mild symptoms, all indicators improved after review. The patient was discharged with notes reporting "normal growth, medium nutrition, chronic appearance, shortness of breath, cyanosis, limp gait, difficulty walking, clear consciousness."

Event description:
Additionally, patient was treated with aminophylline, acetyl cysteine atomization, montelukast sodium tablets, monkey earring anti-inflammatory tablets, oral liquorice compound solution, felodipine tablet, zhengqing fengtongning injection, and dexamethasone injection for a week.

Event description:
Additionally, the patient was treated with danshen injection, ceftriaxone sodium for injection, and adenosine cyclophosphate.